Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately 6 years ago. Aneurysm and vessel morphology at the time of implant is unknown. The patient has not undergone regular follow-ups. It was reported that approximately 3 months ago, the patient presented with back pain, and an emergent CT scan revealed a 13 cm aneurysm of the descending thoracic aorta, involving the distal part of the previously implanted talent stent graft, which resulted in a distal type I endoleak. The CT also showed a patent intercostal artery that might have been filling the aneurysm sac via a type ii endoleak. The physician elected to treat the patient by relining the original talent stent graft with another manufacturer's distal extension stent graft, with successful results. No additional clinical sequelae were reported, and the patient is fine. Medtronic received films which were evaluated by an independent contracted physician, and the following interpretation was provided: images 1 and 2: there are no dates. A talent thoracic stent graft is in place. There is excellent proximal fixation. Distally, there is no fixation at all. The aneurysm extends all the way to the diaphragm. The stent graft has no distal fixation at all with a large endoleak and an untreated aneurysm. Impression: untreated aneurysm with no obvious device failure. This most likely represents progression of the disease process with loss of distal fixation.

Manufacturer narrative:
Evaluation: films reviewed. Results: endoleak; type ii endoleak from a patent intercostal artery; disease progression; lot and catalog numbers not provided. Conclusions: type ii endoleak from a patent intercostal artery; disease progression; lot and catalog numbers not provided.